Event description:
It was reported that customer's insulin pump alarmed and is squirting out all of her insulin. Insulin continues to drip after the motor stops during the manual prime process. Customer's blood glucose was 116 mg/dl. Customer stated the belt clip broke and the device fell on the floor. Customer cannot exit the preparing to prime loop. The drive support cap is protruded. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during prime test, due to loose flush drive support disk. No primes were noted. Insulin pump received with an intermittent button, due to moisture damage at keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, minor scratches on display window and missing end cap sticker.